Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline was advanced to the end of the marksman microcatheter, approximately less than 50% of it was deployed when the distal segment had difficulty opening. The pipeline was resheathed less than or equal to two times but it did not help. The device was not placed on a bend. The pipeline was removed from the patient with the microcatheter. The devices were replaced by new medtronic products and the procedure was completed without further complications. No patient injury was reported because of the event. The patient was undergoing embolization treatment of an unruptured amorphous aneurysm measuring 15.3mm x 9.2mm located in the right internal carotid artery (ica). The distal and proximal landing zone was 4.1mm x 4.5mm. The patient¿s vasculature was moderate in tortuosity. The access vessel was the femoral artery and the diameter was 8f. The patient was administered dual antiplatelet therapy, but the pru lever was unknown. The microcatheter was flushed as indicated in the instructions for use. There are no images available for review.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex delivery system stuck within the medtronic catheter. During evaluation, the pipeline flex delivery system was pushed out from the catheter lumen with difficulty and found the distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Additionally, the pushwire appeared to be bent at multiple locations from the proximal end. Based on the device evaluation and reported information, we were unable to determine the cause of the event. It is possible that the ¿patient¿s vessel tortuosity¿ may have contributed to the failure to open. It is likely these damages occurred when the customer attempted to navigate the pipeline flex through the micro catheter against resistance. In this event, the user context may have contributed to the reported issues as the customer continued to navigate the devices despite the resistance. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is enco untered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resi stance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.